Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experiences blood loss and had anemia. A blood transfusion of 2 units of platelets was performed during surgery.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR # 2916596-2021-05922. This report is being submitted as additional information. No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The subject was transfused with 2 units of platelets intra-operatively during the lvad implantation. On (B)(6) 2021 the patient was reintubated due to significant secretions and hypoxia. A bronchoscopy was performed and cultures were positive for serratia marcescens. The patient was febrile and was treated with pressor support and cefepime. The patient was diagnosed with pneumonia. The patient experienced acute kidney injury (aki) secondary to the pneumonia. Pneumonia, respiratory failure, and potential worsening of heart failure events were assessed as related to the implantation procedure. On (B)(6) 2021 the patient's nasal culture was positive for methicillin-resistant staphylococcus aureus (mrsa) and they were treated with parenteral linezolid. The patient had frequent runs of non-sustained ventricular tachycardia (vt) post-operation and was given an amiodarone bolus and was started on an amiodarone intravenous (IV) drip. The patient experienced worsening right ventricular (rv) dysfunction post lvad implantation. The patient had cardiogenic shock and was in a hypercoagulable state. Pressor support was restarted along with inhaled veletri. On (B)(6) 2021 the patient had a hemoglobin level of 7.9 and was transfused with one unit of red blood cells (rbc) for further oxygen carrying capacity. On (B)(6) 2021 the patient received an additional unit of rbc. Cefepime was discontinued and meropenem was started. On (B)(6) 2021 the patient went into atrial fibrillation with rapid ventricular response and was treated with amiodarone boluses. The patient's automated implantable cardioverter defibrillator (aicd) cardioverted the patient. On (B)(6) 2021 the patient had a tracheostomy placed and received an additional unit of rbc. The patient was started on oral vancomycin on (B)(6) 2021 and on (B)(6) 2021 the patient's cultures came back positive for clostridium difficile (c. Diff). On (B)(6) 2021 the patient had septic shock and suspected shock liver due to increased international normalized ratio (inr) or 1.7. The patient experienced worsening aki due to c. Diff infection. On (B)(6) 2021 the patient experienced worsening decompensation and received code dose epinephrine, sodium bicarbonate, and calcium. IV flagyl and cefepime were added along with a one time gentamycin dose. A cooling blanket was given for a maximum temperature of 40 degrees celsius. Also on (B)(6) 2021, the patient received 3 units of rbcs for hemoglobin below 8.0. There were no obvious signs of bleeding and the patient's hemoglobin after was 9.3. On (B)(6) 2021 the patient's hemoglobin levels were 5.9 and they received 2 units of rbc. As of (B)(6) 2021 the patient continued to require intensive care unit (ICU) level of care for treatment of septic shock. On (B)(6) 2021 the patient was diagnosed with a right sided hemothorax. The patient had a chest tube placed that drained 1.5 liters of bloody fluid. The tube clogged and the hemothorax redeveloped. On (B)(6) 2021 the patient's tracheal aspirate was now positive for staphylococcus aureus and was started on IV vancomycin and cefepime. On (B)(6) 2021 the patient had a head CT scan due to change in mental status. A new left pontine stroke was noted as well as a non-occlusive thrombus in the right internal jugular vein. On (B)(6) 2021 the patient underwent another computed tomography (CT) placement with minimal bloody output. The fluid appeared loculated on the CT imaging. On (B)(6) 2021 the patient presented with bleeding first noted in the inline connection between their tracheotomy and ventilator. The bleeding progressed to involve the mouth. Heparin drip was held. No clear bleeding source was identified on the scope exams. Heparin was resumed on (B)(6) 2021 and no bleeding was noted. The patient received a repeat head CT scan on (B)(6) 2021 that revealed no intercranial abnormalities with one area of relative hypodensity in the left aspect of the pons that had been intermittently present on prior exams and was not clearly defined on coronal reconstructions. This finding was favored to be artifactual. On (B)(6) 2021 the patient was found to have deep vein thrombosis (dvt) in their right and left upper extremities. On (B)(6) 2021 a repeat tracheal aspirate culture came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient had persistent leukocytosis and fevers and overnight had hypotension and low pulsatility index (pi) readings. The patient was given albumin, midodrine, and one unit of rbcs without effect. The patient was unresponsive with withdrawal to painful stimuli. The patient was transferred back to the ICU for closer monitoring. They had their foley catheter reinserted due to urinary retention and were started on doxazosin. Also on (B)(6) 2021 the patient had a CT scan that revealed a new small left pelvic hematoma. The patient received one unit of rbcs. On (B)(6) 2021 the patient had a repeat CT scan due to right sided facial drooping and tongue deviation that revealed no acute intracranial abnormalities.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (hm3 lvad), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation and a direct correlation between the device and log file findings could be established. The review of the submitted controller event log file (cs-156840_aa271045_c3e) contained data from (B)(6) 2021 at 11:11:17 until (B)(6) 2021 at 13:44:19. The log file also revealed low flow events associated with high pulsatility index (pi) events on (B)(6) 2021 from 11:11:17 to 11:13:05, resulting in multiple low flow alarms. Calculated flow and average pi ranged from 1.1-2.4 lpm and 10.6-13.5, respectively, during the low flow events. Flow stabilized above 2.4 lpm after the stored patient speed was set to 5400 rpm. There were no other atypical events captured, and the pump operated as intended at the set speed. The patient remains ongoing on (B)(6) and no product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available and lists potential adverse events that may be associated with the use of the hm3 lvas. Section 1, (¿introduction¿), lists cardiac arrhythmia, stroke, multiple types of organ failure and dysfunction (including hepatic dysfunction, neurological dysfunction, respiratory failure, right heart failure, and renal dysfunction), bleeding, sepsis, and infection as some of those adverse events. This section also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). If pi events are detected, the device speed drops down to the ¿low speed limit¿ and then ramps back up. Section 6, (¿patient care and management¿), lists thromboembolism as a potential late postimplant complication as well as provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this report.